Manufacturer narrative:
Analysis of the returned fiber showed that the glass tip had shifted from the metal cap, consistent with adhesive failure. Heavy tissue debris was also present on the fiber tip, which can disperse the laser beam and reduce effective energy. The complaint of diminished performance was confirmed, and no broader quality concerns were identified. The event is consistent with known failure modes for this type of device. Boston scientific does not consider this event reportable because the observed rate of forward firing was below the threshold associated with potential patient harm. Therefore, the event does not meet the criteria for reportable patient risk.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber tip was detached and loose. This caused the laser light source to flicker during use, resulting in a noticeable insufficient laser energy output. The fiber life indicator flashed frequently, and the vaporization effect was poor. The fiber was replaced. The procedure was completed using the second fiber without patient complications.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber tip was detached and loose. This caused the laser light source to flicker during use, resulting in a noticeable insufficient laser energy output. The fiber life indicator flashed frequently, and the vaporization effect was poor. The fiber was replaced. The procedure was completed using the second fiber without patient complications.